Event description:
The manufacturer received a report indicating that service was required for a trilogy evo ventilator. There were no reports of patient harm or injury associated with this event. The trilogy evo device was returned to the manufacturer's service center for evaluation. The customer's complaint was confirmed. The device log files were successfully downloaded and reviewed. Analysis identified a "vent service required" alarm, which occurred due to a hardware fault preventing the internal or detachable li-ion battery from charging for greater than or equal to 1 minute. Potential causes include charger circuitry fault, system pca fault, battery fault, power supply fault, or battery cable/connector fault. To correct the issue, the following components were replaced: the detachable battery pca harness, the detachable battery pca, and the system pca. Following repair, the device passed all testing.